Event description:
User facility mandatory medwatch rec'd that stated: "IV fluids and chemotherapy infusing through y-type connecting set. The tubing "snapped apart as if it were not flexible, rather stiff" near hub of port. The line was immediately clamped to prevent blood loss." Upon further query the following information was provided that indicated that the tubing "snapped apart"; subsequently bleed back was noted. Two unspecified tubing sets were connected to the pre-pierced reseal ports on the bifurcated extension set and were being used to deliver an unspecified solution via one tubing and an unspecified chemotherapeutic agent via the other tubing at unspecified rates. After an unspecified length of time in use, one of the tubings "snapped apart" from one of the two pre-pierced ports on the extension set. An unspecified volume of blood was noted in the tubing. The nurse clamped off the tubing with the slide clamp. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch was rec'd on (B)(4) 2010. (B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).